Event description:
Patient underwent an acetabular revision of her primary hip on the (B)(6) 2021 (initial component was a stryker cup and stem. Patient had a fall resulting in the need for the primary revision). The patient has been complaining of pain and squeaking in her hip for a few weeks, so the surgeon did a follow up x-ray and noted that the liner of the pinnacle cup used in the revision in 2021 had failed and that the patient required re-revision of the head and liner. Upon opening the patient, it was noted that the pinnacle liner had dissociated from the pinnacle shell and that the head was articulating on the inside of the shell. There were signs of metalosis in the tissues immediately around the hip joint, there were also signs of wear on the femoral head and acetabular shell. The surgeon elected to revise the femoral head (stryker implant) as well as replace the pinnacle liner with a new one. Doi: (B)(6) 2021. Dor: (B)(6) 2022. Unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this complaint was not returned for examination. The photo investigation and x-ray review found enough evidence to confirm the reported allegation. The position of the head on the x-rays and the liner missing 3 ards on the photograph, indicates disassociation. It is reasonable to expect noise/squeaking due to the disassociation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d10 and h6 (clinical and device codes).